Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # l5299j. The following information was requested, but unavailable: what type of procedure was the device used in? Account is unaware. What was the date of the procedure? Account is unaware. Please provide additional details as to how with device misfired. Account is unaware how was the procedure completed? The account is unaware the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device misfired. No additional information was provided. It is unknown how the case was completed. There were no patient consequences reported.